Event description:
The customer reported machine is extended all the way up and will not come down. Patient involved but not injured.

Manufacturer narrative:
The service rep ordered and replaced column power supply (ps3) in c-arm. Verified proper operation of column movement without any problems.